Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause of the complaint condition is related to user error due to the complaint description "customer rinsed her lenses with aosept solution for 5 sec., then proceeded to place the lenses in her eyes directly after rinsing, which then resulted in severe burning".

Event description:
Additional information received states the consumer is still under the care of her eye care professional (ecp) and has not yet resumed contact lens wear. She is using three unspecified eye drops four times daily and is still experiencing inflamed eyes and discomfort. The consumer is scheduled to follow-up with her ecp on (B)(6)2022.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A reporter informed, consumer rinsed her scleral lenses with the solution for five seconds and placed the lenses in her eyes resulting in severe burning. The consumer sought treatment from ophthalmologist, and diagnosed with an ¿injected conjunctival and 360 circumference limbal area chemical injury¿ in the right. There was no corneal staining and no inflammation within the anterior chamber. The consumer resumed scleral lens wear and again began to experience recurrence of symptoms. The consumer sought treatment from ophthalmologist again and was diagnosed with a ¿significant injected limbal area at the same place where the original chemical injury was observed.¿ the ophthalmologist advised the consumer to stop using the lenses for a week and restarted the treatment. Additional information regarding patient status and resolution have been requested for this event but not yet received.